Event description:
It was reported a pericardial effusion occurred post ventricular tachycardia (vt) ablation procedure. The following devices were used during an ischemic vt ablation procedure: an across transseptal access system, sl1 introducer, viewmate ice catheter placed in the right atria, a crd2 in the right atria at the his level, decapolar and safire ablation in the left ventricle and the supreme ep catheter in the right ventricle. At the completion of the ablation procedure the pt did have slight st elevation which was associated with ablation of scar areas. The pt was transferred to a room after removal of all devices. The pt presented with hypotension and st elevation on EKG a pericardial effusion was confirmed by transthoracic echocardiography. The pt coded and required surgical intervention to resolve the effusion. The current status of the pt is stable.

Manufacturer narrative:
The device was not returned for eval. The physician attributed the event to the jsn catheter based on location. Review of the device history record was not possible as the lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.